Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was not reported to the physician(s). The sample was rerun in duplicate on the same instrument, and resulted lower. The sample was then rerun on an advia centaur xp instrument, and the result matched the lower results. The rerun result from the first replicate on the advia centaur cp was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse did not find an instrument malfunction. The sample had also been rerun on the instrument prior to service and had resulted as expected. The cause of the discordant, falsely elevated troponin result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.